Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a 41-year-old patient underwent a central venous catheter placement procedure using powerline central venous catheter. Post the procedure on (B)(6) 2025, it was noted that the cuff detached from the catheter and it was leaking. It was also reported that the catheter was no longer in place. Reportedly, the cuff and the catheter were removed and replaced on (B)(6) 2025. The current status of the patient is unknown.